Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for the (B)(6) 2020 revision. In reporting a revision of the patient's right knee on (B)(6) 2020 , rep mentioned the (B)(6) 2020 procedure was a poly exchange. No stryker reps were present, and the reason for the revision is unknown. Rep confirmed that no further information will be released by the hospital or surgeon.